Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was a static shocking or jolting sensation from the implantable neurostimulator (ins) site to the electrode contact site. The patient was being shocked by the implant. The patient had been very pleased with it for almost two years. However, five days prior to report, it gave the patient little shocks four or five times a day. The patient was in the closet hanging up clothes, and she touched a metal hanger to the area where the implant was located and it shocked her. Touching a wire coat hanger would shock the stimulator site. It felt like static electricity. The caller stated, ¿three to four days ago, it started shocking [the patient]. It does this a few times a day. She noticed it when she was getting something out of the closet and she touched a metal hanger on her hip and it really shocked her. It was not static electricity. It will do it when she is just sitting in a chair. Sometimes it lasts 15 seconds and it hurts right now in her legs. It¿s not getting rid of the pain in her legs anymore.¿ the patient also complained of no stimulation in the legs, it was only in the back and ribs. The caller was going to call the doctor. The doctor wanted to wait for a month and was considering a lead revision. Later the manufacturer representative as far as they could tell this was not an event. The patient needed some education to reevaluate her settings and expectations. The patient described a shock, but after further discussion, it appeared that it was a change in intensity from positional changes. However, a different manufacturer representative reported that the patient did not notice any relationship between the shocking and movement or body position. The patient did not report any falls associated with the shocking. The patient believed it only occurred when stimulation was on. However, based on the logs, the patient used the stimulation continuously. Impedances were run at 0.7v and they ranged from 1238-1729 ohms. The therapy impedance was 770 ohms and 4.276ma. The manufacturer representative palpated the area round the stimulator to attempt to recreate the shocking but was unable to recreate the described feeling. The lead revision had not been scheduled. The patient was alive and well. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had a lead revision (B)(6) 2014. The left lead was repositioned more to the left to capture the left leg pain and both leads were moved down one level. The low back and bilateral leg stimulation was achieved. Later the same night, they had to take the patient back to the operating room and reposition the leads again. The patient now reported bilateral coverage instead of just the right side.